Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: trabecular metal acetabular cup / pn 00620205222/ ln 63610733. Biolox delta ceramic femoral head / pn 00877503202 / ln 2875842. Unknown femoral stem / pn unknown / ln unknown. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision due to dislocation approximately one month post implantation. It was determined that the acetabular cup from the initial procedure needed different positioning to ensure stability. The cup was explanted and a new acetabular component was implanted along with a liner.